Event description:
It was reported the asymptomatic patient presented for in clinic follow up. Upon interrogation, it was observed the right atrial (ra) lead exhibited elevated capture threshold, and far field oversensing on the atrial channel. The lead was capped and replaced on (B)(6) 2021. Patient was stable.